Manufacturer narrative:
D1 (brand name) has been updated. Ppae( major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
76-year-old male with history of cad with prior CABG, presented with nstemi/ cgs. Stabilized with iabp. (B)(6) impella 5.5 implanted via right axillary artery without incident. (B)(6) patient noted to have pulmonary hemmorhage, unrelatd to left sided device implant, anticoagulation held. (B)(6) underwent mitraclip mitral valve repair. (B)(6) impella 5.5 weaned and explanted without incident.